Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm approximately 2 years ago. Vessel morphology was at implant is unknown. It was reported that the device has migrated and has a type I endoleak. An endurant cuff was implanted to treat the migration and endoleak. The physician inadvertently partially covered the renal arteries (50%), in this procedure, due to difficulty viewing them. Bilateral renal stents were then successfully implanted into the renal arteries. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (vessel occlusion).